Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. The issue was reported to competent authority based on available information (at the time of making decision) as - initially reported - defective expiratory valve coil has underlying causes that may affect essential functions. Further provided information revealed that the solution of the issue pointed at adjusting of the expiratory cassette's membrane, which malfunction will not affect ventilation. The device passed all performance tests and could be returned to clinical use. The evaluation of received device's logs confirms occurrence of pressure transducer test failure on provided date of event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).